Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the paramedics were called. The customer reported that she was found in a diabetic shock and in seizure. The customer's blood glucose was 16 mg/dl at the time of incident. The customer mentioned that the sensor was giving inaccurate readings. The customer stated that the sensor was giving a reading of 300 mg/dl while the blood glucose reading was 16 mg/dl. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.